Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
During a shoulder scope utilizing the healicoil rg sa 5.5mm w/2 ub-bl, cbrd bl, it was reported that the anchor did not have good fixation and was rubbing back and forth against the cortical layer as the surgeon was pulling it, causing the device to shatter. The broken fragments of anchor were removed with irrigation and a grasper. A healicoil rg sa 4.75mm w/2 ub-bl, cbrd bl was placed in the same hole and stayed in successfully. The patient¿s bone quality was reported as ¿eggshell¿ with a cortical layer only and 3-7 mm of mushy, porous bone beneath (patient mid to late sixties). Good visualization was maintained throughout the procedure.